Event description:
The customer reported 12-lead ECG v5 signal loss.

Manufacturer narrative:
The customer reported 12-lead ECG v5 signal loss. The customer isolated the issue to ECG leads trunk cable. There was no report of patient impact. Philips provided the customer with a replacement leads ECG trunk cable which resolved the reported issue.